Manufacturer narrative:
It was reported that the batteries were not able to hold charge when placed on battery charger. Three batteries (bat317949, bat310703, bat311478) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned bat317949 and bat310703 revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned bat311478 revealed that the battery passed visual inspection but failed functional testing as it caused the battery charger's status light to flash orange when connected to a battery charger. Test equipment was unable to read the battery status due to a communication problem with the main integrated circuit. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. An attempt to reset the main integrated circuit (ic) was able to reestablish communication with the ic. The most likely root cause of the reported event can be attributed to a faulty integrated circuit that controls the battery (bat311478). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report

Event description:
It was reported by the perfusionist, that when the patient came in for a routine clinic visit, they mentioned that their battery would not charge when connected to the charger and therefore the battery was unable to hold a charge. It was noted that the issue persisted despite the patient attempting to use various slots on the battery charger, and that the patient's other batteries were able to charge as expected. The battery was exchanged. The event resulted in user annoyance, but no patient complications have been reported as a result of this event.